Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Section b5 was corrected with information that was inadvertently left out of the initial report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the image failure was not confirmed. Since no device malfunction was confirmed during evaluation, the definitive root cause of the image disappearance could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed. In addition, connector electrical contact corrosion, cable part switch deposits, head scope mount deposits, head free lock lever deposits, head free lock lever corrosion, head focus ring deposits, head main body deposits, and head imaging / cable flooding were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the hd camera head image disappears. The event occurred during procedure and there was no patient harm or user injury reported due to the event.